Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced a wet tap during a trial procedure. The physician completed the trial with another lead. Patient experienced headaches that resolved over time. Therapy was activated.